Event description:
It was reported by the dialysis clinic that during hemodialysis treatment the patient became short of breath approximately four minutes into treatment. Oxygen applied via nasal cannula. By 6 minutes into treatment, pt. Became unresponsive and arrested. The patient was resuscitated and transported to a local hospital and admitted to the critical care unit. Additional information has been requested.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation. Medical records review: the patient experienced a cardiac arrest during hemodialysis. This event will be reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the product(s) and the event of cardiac arrest. There is no history of specific malfunction or products being out of specification. There were no products returned for investigation. The event reported on this patient involves six separate products.